Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) for treatment of a bleed, performed on (B)(6), 2010 ((B)(4)). According to the complainant, during the procedure, when they advanced the clip from the sheath, the clip prematurely deployed and fell into the patient's stomach. The physician made no attempts to retrieve the clip and decided to let the clip pass naturally via peristalsis. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)